Manufacturer narrative:
Device received with constant pump error 38 during rewind. During visual inspection, motor, electronics stack and force sensor was corroded. Unable to perform sleep current measurement, active current measurement, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due constant pump error 38. Unable to verify prime or fill anomaly due to constant pump error 38.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer was unable to exit the load reservoir. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.